Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, d4: UDI g1: contact office and manufacturer site, g6: report type additional information -h6: method, results, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient reported pain and tenderness while wearing the sflx xl coilette. The patient stated that she had pain while wearing the device and when she turned it off. The patient stated that she wore the unit for 10 hours. The patient called the sales representative and did not seek medical attention. The patient will conduct a time test and will call back with any issues. The patient thinks this is from the healing process and stated that it was more of a discomfort than pain and it is tolerable. The product is not expected to be returned. No additional patient consequences have been reported.

Event description:
It was reported that the patient reported pain and tenderness while wearing the sflx xl coilette. The patient stated that she had pain while wearing the device and when she turned it off. The patient stated that she wore the unit for 10 hours. The patient called the sales representative and did not seek medical attention. The patient will conduct a time test and will call back with any issues. The patient thinks this is from the healing process and stated that it was more of a discomfort than pain and it is tolerable. The product is not expected to be returned. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.